Event description:
I purchased the fasciablaster from ashleyblackguru.com in (B)(6) of 2016. I used the devices for 6 months and got very ill with chronic fatigue, gi issues, pain and my skin now is wrinkled in new places and I have cellulite where I had none before. Incident location: (B)(6), united states. This is my home address. The fasciablaster is advertised to cure cellulite, improve range of motion and lessen joint pain - I bought it for pain relief, then used it on my abdomen for aesthetic purposes. Product category: personal care. Retailer: ashleyblackguru.com. Retailer state: (B)(6). Purchase date: (B)(6) 2016 this date is an estimate. I still have the product in my possession: no. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the manufacturer: yes. Explanation: I reached out to them several times in the 6 months I was using it, but never heard back from them.